Event description:
A consumer reported having an intraocular lens (iol) that a retinal specialist informed him was displaced and lodged in the upper iris. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis: the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/30/2009, 07/08/2009, and 07/14/2009 by phone. The surgeon's contact info has not been provided by the consumer. This report was mailed to FDA on: 07/24/2009.